Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/30/2013 with the following findings: moisture was visible behind the display lens. A leak test was performed and a crack was found in the pump case. The pump case was removed and internal moisture damage was observed. The keypad cover was found to be fully intact. The functionality of the keypad was not able to be tested due to the moisture damage. The keypad cover was removed and contamination was found under the up arrow, down arrow and ok key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. After exposure to moisture and a battery change, the buttons on the pump stopped responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.